Event description:
Reportable based on investigation completed on 19feb2015. It was reported that an image lost occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize an unspecified target lesion. However, image lost occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed the clear imaging window was missing (detached from the lap joint).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device analysis revealed that the clear imaging window was missing (detached from the lap joint), kinks in the imaging core at 74cm and at 76.5cm from femoral marker to the distal end, kink in the sheath telescope assembly at 45.6cm from femoral marker to the distal end, electrical open at proximal wave form, broken drive shaft and imaging core windup within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).